Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have displayed an alert that indicated high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested a review of the stored data. Upon review, ts confirmed that the rv lead exhibited high out of range pacing impedances that measured greater than 2000 ohms. It was noted that the rv lead is a non-(B)(6) product. Ts discussed review findings with the hcp and recommended isometric tests for further lead integrity evaluation. At this time, the crt-d and non-(B)(6) rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).